Event description:
It was reported that during a treated episode with four shocks, the subcutaneous implantable cardioverter defibrillator (s-ICD) may have oversensed some of the arrhythmia to get them into a tachy state. The first three shocks were not successful in converting the arrhythmia, with the second possibly accelerating it. The forth shock converted the arrhythmia. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a treated episode with four shocks, the subcutaneous implantable cardioverter defibrillator (s-ICD) may have oversensed some of the arrhythmia to get them into a tachy state. The first three shocks were not successful in converting the arrhythmia, with the second possibly accelerating it. The forth shock converted the arrhythmia. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the patient received another inappropriate shock due to t-wave oversensing while in the alternate vector. The patient was admitted to the hospital overnight, and the s-ICD was later reprogrammed to the secondary vector as a resolution. The patient was later also managed with medication. The s-ICD was later explanted in part because of the inappropriate shocks, but also at the physician's discretion to implant a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Event description:
It was reported that during a treated episode with four shocks, the subcutaneous implantable cardioverter defibrillator (s-ICD) may have oversensed some of the arrhythmia to get them into a tachy state. The first three shocks were not successful in converting the arrhythmia, with the second possibly accelerating it. The forth shock converted the arrhythmia. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the patient received another inappropriate shock due to t-wave oversensing while in the alternate vector. The patient was admitted to the hospital overnight, and the s-ICD was later reprogrammed to the secondary vector as a resolution. The patient was later also managed with medication. The s-ICD was later explanted in part because of the inappropriate shocks, but also at the physician's discretion to implant a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.